Event description:
It was reported to boston scientific corporation that an epic biliary stent was to be implanted in the bile duct to treat a malignant hilar tumor during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the epic stent was advanced over the guidewire. However, as the stent exited the scope, it was noted that it had partially deployed at the tip of the device before the deployment process had been initiated. The premature deployed stent was removed, and the procedure was completed using another device of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated based on the date the manufacturer became aware of the event, this information was not available as per account/customer. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.